Manufacturer narrative:
Follow up with the mobile provider to clarify the event revealed that the mobile provider did not bring the appropriate kits to the case. The presice system requires a smartcard to unlock the system for each case. Since the presice prostate kit with the smartcard was used for the renal case, the smartcard had been used and another one was needed for the prostate case. The only other kit that the mobile provider brought to the case was a seednet kit, which does not contain a smartcard. The presice system can also use a golden smartcard (which is installed in the system) as a backup for a procedure, but the mobile provider indicted that he forgot about that option. The pt was under anesthesia and the case was aborted because the mobile provider did not have the appropriate smart card to be able to operate the presice system for the second case. The system functioned appropriately by shutting down when the message to continue was not acknowledged. The root cause of this event is user error. There are no therapy related risks to the pt. The only risk to the pt is the risk of an additional anesthesia procedure if the prostate case gets rescheduled.

Event description:
A mobile provider had one kidney and one prostate case scheduled for the same day. The mobile provider brought one seednet icerod renal kit and one presice icerod prostate kit while using a presice system. Mobile provider used the prostate smart card from the presice icerod kit to perform the kidney procedure and case was completed. The mobile provider was ready to perform the prostate case with the pt under anesthesia when the technician noticed the system had a pop up message reading "press ok if ready to continue or system will shut down". The technician was going to click ok when the system shut down, case had to be cancelled.